Event description:
It was reported to philips healthcare that the heartstart mrx battery pins are bent. There was no patient involvement.

Manufacturer narrative:
Pr number: (B)(4). A follow up report will be submitted upon completion of the investigation.